Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0306 captures the reportable event of sepsis. Impact code f2303 captures the reportable event of antibiotic administration.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. The patient was pre-admitted for intravenous (IV) antibiotics before the surgery. Post-procedure, the patient had sepsis which was managed with antibiotics. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.